Event description:
It was reported that the patient was hospitalized for status epilepticus. The patient's generator was unable to be interrogated, so they were then referred for a battery replacement and underwent surgery. The explanted generator was discarded. No other relevant information has been received to date.